Event description:
The ocd laboratory specialist obtained false negative vitros anti-hbc and anti-hcv results on a pt sample using the vitros eciq during a pt correlation study. The pt had been positive on a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that non-repeatable false negative anti-hbc and anti-hcv results were obtained for a single pt. All data indicates that the vitros eciq is operating as expected. The root cause was unable to be determined, however, sample quality cannot be ruled out.